Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the bottom part of the lamp module fell into the pt's wound when the surgeon was adjusting the light output. This occurred during a posterior lumbar fusion. No pt injury.